Event description:
According to the reporter, during a laparoscopic incisional hernia surgery, when the anti-adhesion patch was being fixed on the abdominal wall, after five tacks were fired, the 6th tack could not be fired out normally and was stuck in the barrel of the handle. The surgical time was extended for 30 minutes or more. The surgeon used a new device to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.